Event description:
On (B)(4) 2010, a respiratory therapist reported that inomax ds, (B)(4) has a delivery failure, while not in use. Technical support was not utilized. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(4) 2010, a respiratory therapist reported that inomax ds, (B)(4) had a delivery failure while not in use. On device investigation, a flow sensor was found to have drifted outside its calibration specifications. The sensor was replaced and the device passed all functional tests.